Event description:
It was reported by customer that PICC placed (B)(6) placed - (B)(6) stopped working (occluded). Device "kinked" internally after placement. After troubleshooting and recommending a cxr, we identified an observable "kink" in the catheter which prevents flushing. We had to replace the PICC in a fairly short timeframe. Additional information received (B)(6) 2024: unable to use PICC 6 days after placement. Required a separate piv poke for alternate access to continue pain medications, and replacement. No patient harm or injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was inconclusive due to the sample condition. A single radiographic image of a patient¿s left antecubital fossa was returned for evaluation. A left sided PICC, consistent with the implicated 4fr single-lumen powerpicc, was observed in the image. The image was taken at an angle that made the tubing from the skin surface to the venous insertion site overlap; therefore, the image angle prevented diagnosis of a definitive kink. It could not be determined with certainty if a kink was present or not. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that PICC placed (B)(6) placed - (B)(6) stopped working (occluded). Device "kinked" internally after placement. After troubleshooting and recommending a cxr, we identified an observable "kink" in the catheter which prevents flushing. We had to replace the PICC in a fairly short timeframe. Additional information received 09/11/2024: unable to use PICC 6 days after placement. Required a separate piv poke for alternate access to continue pain medications, and replacement. No patient harm or injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that PICC placed on (B)(6) placed - on (B)(6) stopped working (occluded). Device "kinked" internally after placement. After troubleshooting and recommending a cxr, we identified an observable "kink" in the catheter which prevents flushing. We had to replace the PICC in a fairly short timeframe. Additional information received on 09/11/2024: unable to use PICC 6 days after placement. Required a separate piv poke for alternate access to continue pain medications, and replacement. No patient harm or injury.